Event description:
It was reported by service report that siderails would not lock in the up position and brake force was reduced due to a worn caster. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail.